Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made an unspecified mistake. The peritonitis was manifested by abdominal pain, tubid pd effluent and "condition was not good" (not further specified). One day after onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with injection (inj) vancomycin (1 gram, immediately (stat) every fifth day, route not reported) and inj. Piperacillin plus tazobactam (4.5 grams, twice a day for 14 days, route not reported). At the time of this report, the patient's pd effluent was still turbid and the medical advice was to continue treatment with the same antibiotics. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal/extraneal therapies were ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.